Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
It was reported that an unknown number of interlink intravenous catheter extension sets were observed to disconnect before use. There was no patient involvement; therefore there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.